Manufacturer narrative:
The device alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. There was no display ramping on its own anomaly. The device was received with cracked case at the display window corners, reservoir tube window corners and battery tube threads. The device was received with minor scratched lcd window. There was no unexpected audio/beep alarms noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 104 mg/dl. The customer states they are unable to clear the alarm because only the up and down arrow keys are functioning. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.